Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone separated from the jaw. Nothing fell in the patient. A new device was opened to complete the procedure. There was a procedural delay. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/07/2024. An investigation was conducted on 06/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the heater wire. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the entire cold jaw, exposing the entire cold metal jaw. The detached silicone insulation was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot #3000388391 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.